Event description:
It was reported that a spectrum pump had a constant "chirp." It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation confirmed and reproduced the reported "constant chirp." The evaluation experienced distorted audio caused by backflex chaffing resulting in static and audio blips. The rear case (including the backflex) was replaced.